Manufacturer narrative:
Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that a hair was found in the medication during use after it was drawn up into the bd syringe luer-lok¿ tip with bd precisionglide¿ needle. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, finding a piece of hair in her medication after drawing up"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found in the medication during use after it was drawn up into the bd syringe luer-lok¿ tip with bd precisionglide¿ needle. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, finding a piece of hair in her medication after drawing up."